Event description:
The most recent burning/melting of the photonguide involved a led light source as outlined in the manufacturer's IFU. This is the fourth incident involving this device, while the previous 3 involved a xenon light source. Due to patient risk, the hospital is no longer utilizing the product and has engaged the manufacturer regarding the total removal of the device.